Manufacturer narrative:
The associated device was returned and evaluated. The device was inspected visually to determine the cause of the reported fracture. No destructive analysis was conducted during this investigation. The articulating and non-articulating surfaces show evidence of wear. The post is deformed, fractured, and exhibited some signs of wear. The cause of the post deformation could not be determined from the investigation of the device. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The clinical /medical investigation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a patient had previous tka using legion ps high flex, and at some point the post on the high flex insert broke, a revision surgery was performed due to this issue.